Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level was 40mg/dl. Customer current blood glucose level was 60mg/dl and treated with food. Customer had issue with her sensor customer received a sensor updating alarm. Troubleshooting was performed for sensor as well as over delivery. The sensor was returned for analysis and insulin pump was not returned for the analysis.